Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2203311: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-apr-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional revised implant: batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2115425. Lot 2115425: (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-feb-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. About 4 months after the primary surgery, the surgeon revised the liner, glenosphere, and metaphysis. The surgery was completed successfully.